Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had difficulty placing the right ventricular (rv) lead and it was found that the defibrillation coils had been damaged. The lead was not utilized. No patient complications have been reported as a result of this event.